Manufacturer narrative:
Device analysis: only a non-destructive analysis was allowed by the facility risk manager and the device had to be returned to the facility following the analysis. Initial visual and tactile examination of the guide wire revealed the proximal spring tip coils had been stretched distally. No other damage was observed. The proximal spring tip coils were pushed distally while the proximal solder bond remained intact (adhered to the core wire and the spring tip coil). Damage of this nature is usually the result of removal difficulties from the lesion or ancillary devices during the procedure. The add'l case notes state, "at one point during the procedure (while) trying to pull the wire back, it seemed stuck for a moment." It could not be determined whether or not the resistance felt during removal contributed to the spring tip damage. Therefore, the exact root cause of the spring tip damage is unk. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly and quality control requirements. The root cause for the reported event is unk.